Event description:
Pt had a hernia surgery in 2004 when prolene mesh was used. Pt had trouble with the mesh ever since the surgery. Pt went to mayo clinic two times but still having problems. Pt wants to know why mesh is giving him problems.